Manufacturer narrative:
No product was returned for eval. We are unable to confirm any product malfunction or defect that may have caused or contributed to the user¿s high bg levels. Product lot qualification records were evaluated and determined to have met all acceptance criteria. To avoid hyperglycemia, the omnipod¿s user guide advises to ¿check your blood glucose at least 4 to 6 times a day.¿ the user guide instructs users to treat hyperglycemia as follows: check bg level frequently to avoid over-treating; if bg is 250 mg/dl or above, check for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by your hcp. Check bgs again in two hours. If bgs have not decreased, take a second bolus by injection using a sterile syringe. If you feel nauseated at any time, check for ketones and call an hcp (this may indicate dka). If bgs remain high after a total of 4 hours, the pod should be replaced using a new vial of insulin to fill the pod. An hcp should be contacted for guidance.

Event description:
Customer reported she had many issues with pods. As a result she¿s had to throw away pods due to ¿super high¿ bg levels (no specific bgs were provided). She stated, she is pregnant and went to the emergency room due to a ¿pump failure.¿ in a follow-up call, the customer stated ¿everything is going well now.¿ no product was returned for eval.